Manufacturer narrative:
A product evaluation was completed on the returned hemosphere monitor. The reported event of inaccurate values was not confirmed. There was no visible physical damage. Monitor was connected to a known working hemcsm10, hempc2k, hrs and simulator, and no errors were observed. Monitor was able to obtain normal blood pressure readings and waveform. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. No root cause for the reported inaccurate values could be identified since the issue was unable to replicated. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional product code: dqk, qaq, mud, dxn, dsb, qms, fll.

Event description:
It was reported that a hem1 showed moderate and severe vasoconstriction and low stroke volume during use on a sales rep. Issue occurred during demonstration on sales rep. No patients were involved. There was no additional information available.